Event description:
It was reported that intermittently, a malfunction alarm occurred. Ultimately, the customer¿s blood glucose (bg) displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Customer will continue to use current pump for insulin therapy